Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer reported the blood glucose level was 203 mg/dl at the time of the incident. The customer reported changing battery and it will not come back on. The customer did troubleshoot the issue. The customer states the display is blank after receiving a new battery cap. The insulin pump will not be returned for analysis.